Event description:
It was reported that the patient had an artificial urinary sphincter (aus) implanted but then he started experiencing recurring incontinence. The cuff of the patient's aus was removed. During the procedure a hole was put into the patient's urethra so the replacement was aborted.

Event description:
It was reported that the patient had an artificial urinary sphincter (aus) implanted but then he started experiencing recurring incontinence. The cuff of the patient's aus was removed. During the procedure to implant the new cuff a hole was put into the patient's urethra while the physician was trying to dissect around the urethra in order to make space for the cuff. The perforation was caused by the instrument the physician was using to dissect around the urethra. The instrument being used was not a boston scientific product. Due to the urethral perforation a new cuff was not implanted as originally planned. There were no further patient complications.